Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a sensor failure alarm. The user was able to get the arterial pressure changed to transduced fluid lumen and iab therapy was continued. There was no reported injury to the patient.

Manufacturer narrative:
Additional invromation evaluation method codes (4): 4109. Changed section d. Suspect medical device serial# from (B)(6) to unknown. The reported serial number is (B)(6) which is invalid. Reference complaint #: (B)(4). H3 other text: device not returned.

Manufacturer narrative:
Occupation: administrator/supervisor. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a sensor failure alarm. The user was able to get the arterial pressure changed to transduced fluid lumen and iab therapy was continued. There was no reported injury to the patient.